Manufacturer narrative:
This is a follow up to emdr 9617229-2022-00085. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture". Later healthcare professional reported "possible rupture or a hernia confirmed via MRI". Later healthcare professional reported "rupture plus lumps" device remains implanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d6b, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date december 2021. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, were observed and none of the stress marks observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "right side rupture". Later healthcare professional reported "possible rupture or a hernia confirmed via MRI". Later healthcare professional reported "rupture plus lumps". Healthcare professional later confirmed "probable silicone granulomata" via ultrasound. Healthcare professional also reported silicone moved beyond breast to "under arm" and "armpit area". Device was explanted and replaced.